Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 03/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device was primed, the needle was inserted into the breast and the device would not fire. It was unknown if the arrow was on the ready window. The procedure was completed with another device. A coaxial was not used. There was no patient injury reported.